Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving morphine (2500mcg/ml at 400mcg/day) via intrathecal infusion pump for malignant pain and spine/back pain. It was reported that during a routine pump refill the doctor removed 14 ml of morphine when 4 ml was expected. A catheter access port procedure was performed and was unable to aspirate. It was reported that the patient lost weight, causing the pump to rotate freely in the pocket. A catheter/pocket revision was performed. The twisted portion of the catheter was removed and replaced. Aspiration and a dye study were performed and were successful. The issue was resolved at the time of the report. No symptoms or further complications were reported or anticipated.

Event description:
Additional information was received from the rep on 2020-aug-24. It was reported that there were no symptoms related to the event. The pump had flipped numerous times. Surgical intervention occurred to resolve the issue. The pump remains in use, except for a small portion of the pump segment that was replaced. The coiled section was disposed of and a rep does not have possession of the product. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# , serial# (B)(6), implanted: (B)(6) 2019, explanted: , product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.